Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage that did not meet indications for implant. The device was not implanted. There was no patient involvement.